Event description:
It was reported that prior to an enucleation procedure, after the fiber was attached and ready for use, there was an unfamiliar noise originating from the console. Then the physician proceeded to fire the laser, and the beam burnt through the drape. There was no injury to the patient. The fiber was replaced with another of the same fiber, and the procedure was completed without patient complications.